Event description:
It was reported that during a device change out due to eri, insulation anomaly was observed. The lead was capped and replaced. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 21.5cm was returned for analysis. External insulation abrasion was noted at 19.0-21.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.